Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient to treat an abdominal aortic aneurysm of unknown size. It is reported that during the index procedure the aortic cuff was implanted inaccurately. A cerab procedure was carried out as intervention on the same day with placement of stents in both renal arteries and a laparotomy to gain access to the celiac artery. The event was not resolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the index procedure was a cerab procedure and the neck diameter was reported to be 19mm. Only an endurant cuff was implanted, not an endurant stent graft system as previously reported. During the procedure the aortic cuff was placed just below the renals and the suprarenal stents were deployed. It was reported that the delivery system was advanced forward to recapture the spindle but when bringing the delivery system down past the supra renal stents the delivery system became caught. IFU was followed to advance the delivery system and an attempt was made to pass the supra renal stents with the stiff wire removed from the top to make this easier but the delivery system was still getting caught. The delivery system was advanced again with the wire in place but got caught advancing proximally. The delivery system was then pushed to advance the top end of the delivery system, but this caused the cuff to move proximally where it covered the celiac, sma and renals. A reliant balloon was inflated to try and drag the cuff down which moved the cuff slightly down but not far enough below the vessels above. Renal stents were successfully placed as the cuff was positioned partially covering the renals. It was reported the sma was already occluded before the procedure. Attempted access to the celiac was unsuccessful and it was decided to perform a laparotomy. The cerab procedure was completed first with two viabahn stents placed down both iliacs before carrying out the laparotomy. The cause of the delivery system catching on the suprarenal stents during the implant procedure is unknown. There was a healthy straight neck. Additional procedures were carried out the day of and the day after the implant procedure and it was reported that the patient¿s bowel was infracted and had to be partially removed. It was not confirmed whether there was a link between the cuff implantation and the additional procedures. The patient expired two days post the index procedure. As per the physician, the death was not related to the device. The overall cause of death is unknown. Continued from off-label use; extension cuff used without a bifurcate in a cerab procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated on completion of investigation. If information is provided in the future, a supplemental report will be issued.